Event description:
Subsequent to the initially filed report, the following information was received: on 12/16/2019, the patient passed away due to hypoxic encephalopathy, because hemorrhage was too much due to the prolonged surgical procedure. No additional information was provided.

Manufacturer narrative:
G9: exemption number: e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of tissue damage, death, neurological deficit/dysfunction and hemorrhage, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The investigation determined the reported positioning failure (leaflet grasping-clip not implanted) appears to be related to patient morphology/pathology. The patient effects of tissue damage, death, neurological deficit/dysfunction and hemorrhage were results of procedural conditions. There is no indication of a product issue with respect to manufacture, design or labeling. B2: outcomes attributed to adverse event h1: type of reportable event.

Manufacturer narrative:
Exemption number e2019001. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is being filed under a separate medwatch report.

Event description:
This is filed to report tissue damage. It was reported that this was mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. While moving the clip delivery system (cds) (90629u133) to the operating table, it came in contact with one of the operator¿s goggles, rendering the device unsterile. A second cds (90629u171) was prepped and inserted. Grasping was performed and noted to be difficult. The mr was successfully reduced; however, the preexisting flail was still partially present. Therefore, the clip was repositioned. After regrasping, mr did not reduce. It was then confirmed that the posterior leaflet was cut. The clip was repositioned again, and mr reduced to a grade of 3. A third clip (90701u144) was advanced and placed medially of the implanted clip. Grasping was performed and noted to be difficult. The mr became uncontrollable and increased to 4+. The clip was retracted into the left atrium and the echocardiologist determined that torn leaflet could not be fixed with the mitraclips. At this point it was realized that the root of the posterior leaflet was cut from the medial to center portion. The physician stated that the tear occurred after the first clip was implanted and was worsened by the second clip. To treat mr and the cut leaflet, the physician decided to perform a mitral valve replacement. There was no clinically significant delay in the procedure. No additional information was provided.